Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the clinic's health administrator that there was a paceart error code for "output file not found." There is an apparent computer incomparability. The health administrator will explore server issue with the clinic. No patient complications have been reported as a result of this event.

Event description:
It was reported by the clinic's health administrator that there was a paceart error code for "output file not found." There is an apparent computer incompatability. The health administrator will explore server issue with the clinic. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further analysis of the event prompted a change in the conclusion code. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.